Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ syringe was not withdrawing all of the insulin during use. The following information was provided by the initial reporter: material no.: 309657 batch no.: 8222972. It was reported that the syringe was not withdrawing all of the insulin. 1. Description of issue: the customer stated that when she tried to withdraw insulin from the insulin vial it would only withdraw air and only a little bit of insulin. This was the second time that the customer had used this needle and syringe, cts informed the customer that this may be causing the issues that the customer had with this needle and syringe. The customer stated that the needle was tightly screwed on to the syringe and that the needle was inserted only into insulin. The customer understood and acknowledged. 2. Number of occurrences: 1 3. Did the customer insert the needle into the cartridge and encounter fill resistance? O no. Proceed to step 4. 6. For bd product only, are samples available for investigation? O yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes 7. Did issue cause any injury? If yes, what type of injury? No 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No 9. Resolution cts explained that bd might follow up with customer regarding returning syringe/needle. No further follow up is required. 10. Note: product category = needle/syringe issue.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ syringe was not withdrawing all of the insulin during use. The following information was provided by the initial reporter: material no.: 309657 batch no.: 8222972. It was reported that the syringe was not withdrawing all of the insulin. Description of issue: the customer stated that when she tried to withdraw insulin from the insulin vial it would only withdraw air and only a little bit of insulin. This was the second time that the customer had used this needle and syringe, cts informed the customer that this may be causing the issues that the customer had with this needle and syringe. The customer stated that the needle was tightly screwed on to the syringe and that the needle was inserted only into insulin. The customer understood and acknowledged. Number of occurrences: 1. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further follow up is required. Note: product category = needle/syringe issue